Event description:
Report of explant of device received per MFR's annual device tracking report. Report stated that the "pump became infected and was removed." No response was received to repeated requests to reporter for add'l detail regarding this report. Pt was implanted with a new device in 1999.